Event description:
A review of service data detected a reportable event. Upon servicing monitor sn (B)(4), the monitor failed an internal pulse test. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor failed the internal pulse test. Investigation revealed fractured solder connections between high-voltage capacitor c22 and the defibrillator board. The broken solder connections caused the voltage to arch and caused u1003 to short and r45 to open on the ca board. In addition d22, u15, u16, u17 and u18 were shorted on the defibrillation board. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change ((B)(4)) to reduce the pca strain was approved by FDA on (B)(4) 2012. Implementation began on (B)(4) 2013. Results will be monitored. No adverse event resulted from the broken solder connections on c22. The last pt to use this monitor did not report any deficiencies.